Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got jammed in the proximal shaft of the catheter. The procedure was completed with another device.

Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got jammed in the proximal shaft of the catheter. The procedure was completed with another device.